Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, severely dilated atrium, ejection fraction (ef) of 40%, and mitral gradient of 1mmhg. A mitraclip xtw was advanced to mitral valve, but while going from a closed position to neutral posisition, while establishing final arm angle (efaa), it was noted by fluoroscopic and echocardiographic imaging that the clip opened slowly from 20 degrees to approximately 60 degrees. Troubleshooting was performed but was not successful. The mitraclip xtw was removed from the patient. Another clip was advanced to the mitral valve and implanted without issues. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. The final trans-mitral gradient was 7mmhg. The physician was satisfied with the results, despite the mean gradient of 7mmhg. No adverse effects resulted due to the increase in pressure gradient. No additional information was provided.